Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the patient experienced pericardial effusion, perforation, chest discomfort, decre ased blood pressure and increased heart rate. The right ventricular (rv) lead had perforated the right ventricle. The rv lead was moved to another location and pericardiocentesis was performed. The rv lead remains in use. No further patient complications have been reported as a result of this event.